Event description:
The surgeon was preparing to perform a partial knee arthroplasty using mako's robotic arm interactive orthopedic system (rio). During the case, a service error appeared, followed by a connection error. The surgeon determined that the best course of action was to cancel the case. No incision had been made, but the pt was under anesthesia and had to be awoken.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated at mako surgical. The field service engineer who evaluated the device on site determined that a defective anspach motor was used for the pre-surgery burr test, which damaged the anspach controller box. The controller box was replaced and the motors at the site were replaced. A full pre-surgery check was performed successfully. The system is fully functional and has been released for clinical use.